Manufacturer narrative:
Reportability re-assessment: additional information was received indicating that the reported failure was observed during device testing where there is no potential risk of patient harm or injury. Based on this information, this event no longer meets regulatory reporting criteria and has been re-assessed as not reportable.

Event description:
It was reported to philips that the device had a key fault. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.